Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.